Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. Customer stated they put new batteries but screen was blank. Customer stated insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube compartment noted. Unable to perform displacement test, self test, off no power test, a21 error test and all operating currents tested or verify failed battery test due to blank display. (B)(4).